Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube lip.

Event description:
Customer's mother reports that customer has received a button error alarm. Customer's blood glucose was not given as customer is not available. Information was available through carelink due to amount of time since upload. After troubleshooting, customer's mother was advised that insulin pump would need to be replaced. No further information provided.